Event description:
A customer obtained higher than expected vitros trop I es results on multiple samples obtained from a single patient while using the vitros eci immunodiagnostic system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The original results were reported to the clinician, and a corrected report was issued. There was no allegation of harm to the patient as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)

Manufacturer narrative:
The investigation determined that higher than expected trop I es patient results occurred while using the vitros eci analyzer. An ocd field engineer found that repairs to the reagent metering, well wash, luminometer, and incubator subsystems and performing routine maintenance were necessary to return the instrument to expected operation. System performance was verified by processing controls and performing a precision test. The investigation could not confirm whether the samples had been processed in accordance with the tube manufacturer's recommendation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. Additionally, as multiple results from the same patient were elevated, an unknown sample interferent cannot be ruled out as a possible contributor. A definitive root cause for the event could not be determined. However, an analyzer related event, pre-analytical sample processing or an unknown interferent cannot be ruled out as contributing factors.